Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the mesh legs crossed over onto each other, and a plastic sleeve detached inside the pt when the physician was tensioning the mesh. The physician used "pick-ups" (tweezers) to retrieve the detached plastic sleeve portion from inside the pt. The physician then attempted again to tension the mesh, this time without the plastic sleeve, which caused the suture (with the needle at the end) to detach outside the pt. The physician completed the procedure with a different device (not a boston scientific product), without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.